Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional armada 35 referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation, deflation, and difficult to remove was unable to be confirmed. Based on a visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified superficial femoral artery. After insertion of the first armada 35 balloon 5x60 over a 0.035 guide wire, an attempt was made to inflate the balloon with a hand syringe; however, difficulty was experienced during inflation. Because it was impossible to inflate the balloon properly, the decision was made to use an indeflator for inflation. With this, the balloon was able to be inflated, but it was not as easy as it should have been. When then trying to deflate the balloon, it was impossible to deflate the balloon completely. The balloon was stuck in the artery still half inflated. After waiting a few seconds and trying to deflate the balloon several times, the balloon was able to be removed from the artery; however, a lot of resistance was felt during pullback of the balloon into the sheath. A second armada balloon 5x40 being used for treatment of another moderate lesion in this patient had the same device issue. The final outcome for the patient was good. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.